Event description:
A user facility biomedical technician (bmt) reported that a 2008t machine experienced no chemical intake and a blank display. Additionally, the power logic board was discovered burned. Upon follow up, the fst confirmed the reported event, stating the machine was pulled from the treatment floor due to no chemical intake and a blank display. During troubleshooting the power logic board was discovered with burn marks. The cause of the burn damage was unknown, however the fst stated that the display may have caused an electrical surge to cause the burn. The fst replaced the lcd display and power logic board to resolve the issue. Additionally, the fst replaced the bibag distribution to resolve the no chemical intake. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the fst confirmed that there was no damage observed on any other components, or additional issues, associated with the reported event. The fst stated that the machine has approximately 9,000 hours. The fst confirmed that the machine has not had any past problems with failing the electrical leakage test. The fst confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the affected bibag distribution board, lcd display and power logic board were discarded and not available for return to the manufacturer for physical evaluation. No photos of the affected parts are available. The machine has returned to service after functional checks were completed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a 2008t machine experienced no chemical intake and a blank display. Additionally, the power logic board was discovered burned. Upon follow up, the fst confirmed the reported event, stating the machine was pulled from the treatment floor due to no chemical intake and a blank display. During troubleshooting the power logic board was discovered with burn marks. The cause of the burn damage was unknown, however the fst stated that the display may have caused an electrical surge to cause the burn. The fst replaced the lcd display and power logic board to resolve the issue. Additionally, the fst replaced the bibag distribution to resolve the no chemical intake. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the fst confirmed that there was no damage observed on any other components, or additional issues, associated with the reported event. The fst stated that the machine has approximately 9,000 hours. The fst confirmed that the machine has not had any past problems with failing the electrical leakage test. The fst confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the affected bibag distribution board, lcd display and power logic board were discarded and not available for return to the manufacturer for physical evaluation. No photos of the affected parts are available. The machine has returned to service after functional checks were completed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the lcd display and power logic board to resolve the issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burnt marks on the power logic board. Therefore, the complaint event was confirmed.

Manufacturer narrative:
Correction: e1.

Event description:
A user facility biomedical technician (bmt) reported that a 2008t machine experienced no chemical intake and a blank display. Additionally, the power logic board was discovered burned. Upon follow up, the fst confirmed the reported event, stating the machine was pulled from the treatment floor due to no chemical intake and a blank display. During troubleshooting the power logic board was discovered with burn marks. The cause of the burn damage was unknown, however the fst stated that the display may have caused an electrical surge to cause the burn. The fst replaced the lcd display and power logic board to resolve the issue. Additionally, the fst replaced the bibag distribution to resolve the no chemical intake. The fst stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage in addition to the event. Additionally, the fst confirmed that there was no damage observed on any other components, or additional issues, associated with the reported event. The fst stated that the machine has approximately 9,000 hours. The fst confirmed that the machine has not had any past problems with failing the electrical leakage test. The fst confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The fst confirmed that no patient was connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fst confirmed that the affected bibag distribution board, lcd display and power logic board were discarded and not available for return to the manufacturer for physical evaluation. No photos of the affected parts are available. The machine has returned to service after functional checks were completed.